Manufacturer narrative:
Product analysis: visual review confirms one side of fixed angle screw head is broken off and not returned for analysis. The unbroken side of the fas head reveals fas head thread flank and crest damage. On the broken side fracture appears to have initiated near the base of the thread root and propagated cross-sectionally through the implant; the direction of material deformation and fracture is consistent with bend stress overload. The above observations are consistent with suggest bend stress overload during intraoperative assembly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: 'grade 1 spondy' procedure: transforaminal lumbar interbody fusion levels implanted: l4-l5 it was reported that when final tightening, part of the tulip head broke off. The product came in contact with the patient. No fragment of the screw remained in patient. An additional surgery was performed to remove the broken screw and replace with a new screw. No patient complications were reported after the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.